Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Upon initial evaluation, a visual inspection confirmed that the device handle was broken. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the handle of the vasoview 7xb cracked. The hospital reported that it was difficult to obtain a good angle with the device while using it on the obese patient; the handle was bending at the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.